Event description:
It was reported that false occlusion alarms occurred. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.